Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient had a blood glucose of 23.3 mmol/l with ketones of 3.3 mmol/l. The pump was reviewed and there were no cancelled boluses, the basal history was confirmed to be appropriate, the total daily dose correctly reflected the basal and bolus histories. The reporter was advised that the troubleshooting of the pump indicated that the pump appeared to be operating within specifications. The reporter indicated that the patient had recently grown taller and had some redistributions of the subcutaneous tissue. The reporter was advised to discuss infusion set options with the health care provider. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: no data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.